Event description:
The customer stated that the blood glucose levels were not being sent to the insulin pump. The customer also reported that the insulin pump's display goes blank intermittently. The reported blood glucose reading was 180 mg/dl. Troubleshooting was performed and the glucose meter did send the blood glucose reading to the insulin pump. The insulin pump also passed the self test. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the liquid crystal display board. Unable to confirm that the insulin pump doesn't communicate with the glucose meter, due to the blank display.